Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, the physician initially deployed a podj coil into the target vessel but then removed and resheathed the coil to be used later in the procedure. When the physician went to reinsert the podj coil into the patient, it was unable to advance out of its orange introducer sheath. Therefore, the podj coil was not inserted into the patient again and the procedure was successfully completed using a new podj coil. There was no report of an adverse effect to the patient.